Event description:
Additional information received and email attached on 10-nov-2020: no patient involvement.

Manufacturer narrative:
Device evaluation: one medfusion 3500 pump was returned for analysis. Visual inspection performed, and product found with broken tubing guide. Event history log review was performed and found evidence of reported problem. Visual inspection, multiple flow, occlusion tests, checked and tested force sensor were performed. The customer reported problem could not be duplicated. Investigation unable to duplicate premature occlusion and force sensor values were within spec. Further investigation found the pump to be operating properly and within specifications. The customer's reported problem was likely cause by a downstream occlusion or partial occlusion and investigation found no damage to the pump force sensor. Investigation replaced the force sensor as a preventative measure. Performed occlusion test, pm and all functional testing passed. The problem source of the reported problem is user interface.

Event description:
Information was received that this smiths medical cadd medfusion 3500 pump exhibited occlusion error. No reported adverse effects.